Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® acd solution b blood collection tubes, cells begun to lyse and hemolyze upon collection in approximately seven hundred (700) tubes. As the samples collected were for research purposes, there was no patient impact.

Manufacturer narrative:
The following information has been updated: d.9. Device available for eval? Yes d.9. Returned to manufacturer on: 22-jan-2024. H.6. Investigation summary: bd received five (5) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sample quality (hemolysis) was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for sample quality (hemolysis) with the incident lot was not observed as no issues were identified. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sample quality (hemolysis) based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® acd solution b blood collection tubes, cells begun to lyse and hemolyze upon collection in approximately seven hundred (700) tubes. As the samples collected were for research purposes, there was no patient impact.